Manufacturer narrative:
The insulin pump received with no act button response due to corroded keypad traces. The displacement test was unable to be performed due to no button response. The insulin pump was received with cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the lcd window and scratches on the reservoir tube window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call keypad anomaly on the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.